Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include some form of stress, such as component damage or degradation, based on reasonably known information. The most likely cause of this complaint is expected to be a predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited the curved rubber adhesive joint was chipped. There was no patient involvement.